Event description:
It was reported that an external fluid leak was observed from the pressure sensor of a prismaflex tpe 2000 set five hours after the start of continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.